Event description:
It was reported that the side rail would not remain latched in the raised position. There were no pt involvement; however, there were adverse consequences reported by the caregiver.

Manufacturer narrative:
Manufacturer's investigation is still ongoing; if additional info is received, a follow-up report may be submitted.